Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, there was a failed trochanteric femoral nail advanced (tfna) case. The unknown 110mm helical blade migrated all the way to the unknown 12mm short nail to the acetabulum and into the pelvis. Procedure outcome and patient status are unknown. Concomitant devices reported: unknown tfna nail (part#unknown, lot#unknown, quantity 1), unknown locking screws (part#unknown, lot#unknown, quantity unknown). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4).